Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of balloon leakage during deployment was unable to be confirmed due to the unavailability of the device, and therefore engineering was unable to perform any visual, functional, or dimensional analysis. Per IFU, "if valve alignment is not performed in a straight section of the vessel, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon." In this case, it is likely that valve alignment was performed at a non-straight section of patient's descending aorta (as reported), leading to non-coaxial alignment between thv and balloon, and causing physical interactions within the system, which has resulted in balloon damage (e.g. Leakage). As such, available information suggests that procedural (valve alignment in non-straight section, valve interacts with balloon) and/or patient factors (tortuosity) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japanese affiliate, the valve successfully deployed in the aortic annulus. Post balloon deflation, a backflow of blood was observed. The implanted valve was evaluated and confirmed to be expanded well. Upon removal from the patient, the delivery system was inflated on the back table and contrast agent was found to be slightly leaking near the triple marker. Per medical opinion, the balloon was damaged during valve alignment.